Event description:
Customer reported a malfunction on pump with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. Customer was instructed to continue using the pump and advised to call back if any further issues arose.